Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the medtronic representative was able to uninstall and reinstall the cranial and framelink software. When deleting exams from the cranial software, they were also deleted from framelink and vise versa. The system functioned as intended. The mrep was able to download images and he was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the site was uploading images, the system became unresponsive. The site rebooted the system and was able to download images. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.